Event description:
Siemens angiostar equipment with cardiac catheterization module booted up to bypass mode. Unable upon reboot to get equipment to provide cine mode. "Flouioscope" only worked. "Was not able to go from largest fou to a modified fov. By fluoro only able to place a temp venous pacemaker".